Event description:
Arjo scd (sequential compression device) machine continuously flashing green on #2 side, then turning off during case. I (circulating nurse) kept resetting the machine. No patient harm noted.